Event description:
Same case as MFR #s 2134265-2012-02344 and 2134265-2012-02345. It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The physician used a 15mm x 3.00mm apex mr balloon catheter for predilatation and upon inflation to 12atms, the balloon ruptured. Then, the physician used another of the same device to complete the dilatation and advanced a 3.50mm x 20mm promus element stent delivery system (sds) to the lesion for deployment. Resistance was encountered and the shaft of the sds kinked and separated outside the non-bsc guide catheter while the stent was still in the patient's body. The physician advanced another of the same device to the lesion and the shaft kinked and separated again, outside the non-bsc guide catheter while the stent was still in the patient's body. Both pieces of the sds shaft were removed from the patient without issue. However, on the third occasion, the physician successfully deployed another of the same 3.50mm x 20mm promus element stent delivery system (sds) to the lesion to complete the procedure. No further complications were reported and the patient status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).